Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " objective lens peeled off glue" malfunctions would likely be related to external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the videoscope objective lens adhesive was peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.